Manufacturer narrative:
Additional information was received on (B)(6) 2021. An explant was performed on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune diagnosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: drooping. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced an autoimmune diagnosis with accompanying symptoms post procedure. A hashimoto's diagnosis, thyroid nodule, food intolerance, chronic fatigue, and anxiety were noted. A surgical repair was performed to repair drooping. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-04739 for contralateral prosthesis report.